Event description:
A medication was infused via the monoject 3 ml syringe without incident. When nurse went to remove the syringe to put on flush syringe, the tip of the syringe broke off into the IV tubing.